Event description:
It was reported by surgeon that the vns patient underwent generator replacement surgery due to unknown reason. Further follow up with neurologist revealed that patient was having an increase in seizure and a change in his seizure pattern. The neurologist referred the patient for battery replacement prophylactically based on clinical end of service symptoms. Good faith attempts with the neurologist to obtain additional information, such as relationship of the increase in seizures to pre-vns baseline and recent programming history, have been unsuccessful. Based on the history available in house, the battery life calculation resulted in -0.9 years remaining. Good faith attempts to obtain product for analysis have been unsuccessful to date.